Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified and tortuous, circumflex artery, the xience alpine stent delivery system met anatomical and previous stent resistance and the stent became dislodged from the balloon and remained in the anatomy. The stent was crushed to the vessel wall and covered with a different stent. There was no reported adverse patient sequela. No additional information was provided.